Manufacturer narrative:
Complaint confirmed, the tip was found to have broken off near the bend. Review of the DHR shows the device met material specifications. A likely cause of the event is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle arthroscopy an ar-8655-06 (lot 1391935) (from set ar-8655s) was being used. The tip of the chondral pick broke off. All pieces of the device were fully retrieved. In order to finish the procedure the surgeon discontinued the arthroscopy and transition to an open procedure. Additional information obtained 10/9/20: there was no other 60 degree pick available to use. The initial microfracture location was performed without incident. The pick broke upon setting by hand the position for the second location of microfracture. Bone quality was reported to be normal. The open procedure was part of the original surgical plan. However, the anteromedial portal did need to be extended about one cm as the broken piece of the chondral pick was retained within soft tissue upon the surgeon's initial attempt to remove it arthroscopically.